Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with an unknown "tension free suburethral sling" to "treat her stress urinary incontinence and/or pelvic organ prolapse." It was alleged that the plaintiff "suffered from serious bodily injuries, including but not limited to, extreme pelvic pain, dyspareunia and worsening incontinence," has had "mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity," has had "pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life" and has had other injuries.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.